Event description:
Additional information received from patient reported that she got her new programmer and it was working well. She saw her healthcare provider (hcp) and had the device reprogrammed. The hcp also changed her medication, but she only took it for two weeks because she did not like it. The name of the medication was unknown. The patient's walking was better, but needed minor adjustments. She noted that some of the symptoms were disease progression. Her son mentioned that she had another appointment in four weeks to see how she was doing and because she needed to be reprogrammed again.

Manufacturer narrative:
Concomitant medical products: product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3389s-40, lot# v893288, implanted: (B)(6) 2012, product type: lead. Product ID: 3389s-40, lot# v893288, implanted: (B)(6)2012, product type: lead. Product ID: 37085-95, serial# (B)(4), implanted: (B)(6)2012, product type: extension. Product ID: 37085-95, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. (B)(4)

Event description:
A consumer reported that a patient whose indication for use is parkinson's dual and movement disorders had their patient programmer fell in a pool on (B)(6) 2015. The patient programmer was unable to power up. The patient was experiencing difficulty walking which was considered sudden in nature. The patient had tripped and fell in the swimming pool on (B)(6) 2015. There was no indication of patient harm. Further follow-up is being conducted to obtain information about steps taken to resolve the issue. If additional information is received a supplemental report will be submitted.